Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, body mass index normal, dysuria and cloudy urine. Previously administered products included for an unreported indication: mirena iud from 2007 to (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2009, the patient experienced neck pain ("neck pain"), back pain ("lower back pain/ upper back pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches/ head pain"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy -partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, neck pain, urinary tract infection, dyspareunia, dysmenorrhoea, vaginal discharge, mood swings, migraine, headache, tooth disorder, fatigue, weight increased and alopecia outcome was unknown, the back pain was resolving and the pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, mood swings, neck pain, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: reporter and patient demographics, medical history, historical drug data were added. Suspect drug indication updated. On (B)(6) 2008, she implanted essure (previously reported as 2007). On (B)(6) 2012, she explanted essure. Added events hormonal changes describe: mood swings, infection (bladder/urinary tract/vaginal) type: urinary tract, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, abdominal pain, back pain, neck pain, leg pain. Outcome of event abdominal pain, leg pain was recovered and leg pain and lower back pain/ upper back pain was recovering. Event injury was deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.